Event description:
It is reported the device was implanted in 2002. The device was revised in 2006, due to knee instability. Upon revision, it was discovered the post of the articular surface had broken off and was loose in the knee joint.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Device and x-rays not returned for eval. Mfg records are intact, conforming and indicate product manufactured to specification.